Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The patient had full vns system explant due to an infection at the generator site related to the vns surgery. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. No further relevant information has been received to date.